Event description:
It was reported that during subtotal gastrectomy procedure the surgeon found that the staples were formed but the device could not open after the second firing. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Concomitant devices: information was not provided by the affiliate. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from tissue? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? Was there any tissue damage? If yes, how was it repaired? The analysis results found that one device was returned in good visual condition and with no cartridge reload present.the device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and no anomalies were noted.this report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.